Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The power cord was re-connected. The system was tested and operates as intended.

Event description:
The customer reported the 9600 system lost power. No patient injury was reported.